Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately high compared to her feelings/normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient was unable to confirm when the alleged inaccuracy issue began. The patient reported obtaining an inaccurate high blood glucose reading of ¿568 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. It was not reported if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management regimen in response to the elevated result. The patient reported that an unspecified time after the alleged issue started, she developed symptom of feeling ¿shaky¿. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr confirmed the patient was testing with test strips that were stored correct, were not expired or opened past their discard date. The csr noted the patient did not have control solution available to perform a quality control test. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.